Event description:
It was reported that the catheter was preflushed with 0.9%ns prior to placement and the catheter was patent. However, a rupture was found at the proximal end of the catheter.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reey0881 showed three other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter split is inconclusive due to poor sample condition. Three photo samples of a 4 fr groshong catheter were provided for evaluation. The first image shows the catheter being held from the distal end. The catheter is bent at the distal tip. The stylet appears to be protruding from the catheter near the valve slit region. The quality of the photo does not allow for a clear inspection of the catheter and stylet. The second image shows the catheter with the stylet present internally. No apparent damage or issues could be determined from the image provided. The third image shows the catheter with the kit tray. The kit tray product label indicates lot: reey0881. The condition of the catheter and the presence of a split could not be clearly determined from the images provided. Based on the information provided, possible contributing factors include sharp instrument damage, stylet damage, and customer perception of the stylet extending through the valve slit. Since the complaint of a split could not be confirmed, the complaint remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was preflushed with 0.9%ns prior to placement. And the catheter was patent. However, a rupture was found at the proximal end of the catheter.